Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was unable to confirmed nor replicated the reported failure mode. The instrument was placed and driven on an in-house system, and passed the recognition and, engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was repeatedly installed and removed from the in-house system without any issues. The instrument was fully functional, no problem was detected. The root cause of the customer reported failure mode could be attributed to malfunction / user error (surgical staff did not realize they should try the instrument release kit (irk)). A review of the instrument logs was conducted for a procedure on (B)(6) 2021 on system sk3708. There were two force bipolar instruments recorded during this procedure and are as follows in order as listed in the instrument logs: #1 force bipolar (part #471405-06, lot #n10210405-0100) was used during the procedure and had 10 of 12 uses remaining (confirmed as being the instrument involved in the event); #2 force bipolar (part #471405-06, lot #n10210405-0133) was used during the procedure and had 9 of 12 uses remaining. No image or video clip for the reported event was submitted for review. System error log review was conducted during the initial support call and found no associated faults. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. This complaint is reportable due to the following conclusion: the force bipolar instrument was stuck on peritoneal tissue, which required ¿cutting around the instrument tip to free it.¿

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair procedure, a force bipolar instrument ¿would not release¿. On 28-apr-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was reported that the surgeon initially thought that the instrument jaws were stuck, but the surgeon ¿did not realize that he had already swapped instruments.¿ the surgical staff didn¿t realize they should try the instrument release kit (irk) as they rarely have to use it and didn¿t know how. It was confirmed that the customer did not contact an isi technical support engineer (tse) for support during the event. The surgeon ended up ¿cutting around the instrument tip to free it¿ and the instrument was removed. It was confirmed that the peritoneal tissue within the instrument jaws had been planned to be removed as part of the surgical procedure. A backup force bipolar instrument was inserted. The procedure completed robotically with no patient injury.